Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the increased bathroom frequency had not been resolved. The patient reported that programs were changed as steps to resolve the increased bathroom frequency. The patient reported that they met with a manufacturer¿s representative and reported that 12-8 leads were shorting and the battery life was done in 1-6 months and that the unit was defective. The patient reported that they were getting a replacement on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va17gnv, implanted: (B)(6) 2016, product type lead; product ID 3889-28, lot # va17gnv, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's symptom control was not 50% or better. There were no falls or trauma related to this issue. They patient stated that, since they were implanted, they had been getting up every two hours and said that four new programs were added in (B)(6) 2016. They called a manufacturer representative (rep) on the day prior to the report, which had them try the other programs so they went to program 4. They wanted the patient to go in for more programs on the monday following the report, but the patient thought that, by the time of the report, they would be better. They noted that they were only getting an extra half hour of relief, where before they would get up every 1.5 hours and it improved to every 2 hours. They also noted that it was not their c-pap, it was the stimulator. There were no device issues reported. Additional information reported on (B)(6) 2016 that impedances were taken and results were as follow: c<(>&<)>0 500 ohms c<(>&<)>1 960 c<(>&<)>2 774 c<(>&<)>3 500 0<(>&<)>1 1537 0<(>&<)>2 857 0<(>&<)>3<(> <<)>50. The patient was programmed on 0- 1- 3+ 210 pulse wide 14hz. The current battery status showed that patient was at 90% usage. Technical services reviewed with representative that patient was programmed on a short circuit, thus the battery was going to drain faster. Representative was advised not to program electrodes on 0 and 3 together; however it appeared the electrode 1 might have an issue with it as well. The representative also stated patient has not had symptom relief since implant. Short circuit was found while checking impedance and battery status. The representative was to reprogram patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The representative reported that the patient had decided she wanted the implant replaced due to the lack of efficacy and the finding of the short circuit. The patient was scheduled for a revision of the lead and a new battery on (B)(6) with her healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.